Event description:
It was reported that patient underwent a procedure utilizing a maxfire marxmen - straight on (B)(6) 2010. The surgeon attempted to use two different maxfires from the same lot, but neither would deploy. This led to a delay of greater than a half hour as another suturing device was retrieved and prepared.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.two maxfire marxmen - straight units were attempted for use by the surgeon, but neither would deploy.(B)(4).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation.two units from the same lot were returned for evaluation. Evaluation of one device noted a bend which was likely the result of techniques as evaluation of the second device found that it functioned as intended.(B)(4).

Event description:
It was reported that patient underwent a procedure utilizing a maxfire marxmen - straight on (B)(6), 2010. The surgeon attempted to use two different maxfires from the same lot, but neither would deploy. This led to a delay in surgery of greater than a half hour as another suturing device was retrieved and prepared.